Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra ping meter had a fading display issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged display issue first occurred "sometime in (B)(6) 2016". The patient manages her diabetes with insulin pump therapy and denied making any change to her usual diabetes management routine as a result of the alleged product issue. The patient stated that approximately "1 month" after the alleged product issue began she developed symptoms, however she was unable to recall what they were. The patient denied that she received any treatment. At the time of troubleshooting the cca noted that there was no misuse of the product and it was not the first time the meter was being used. Cca noted that the patient had a backup meter. The patient was unwilling to return any product for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.